Manufacturer narrative:
(B)(4). Date sent: 7/24/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the tip of the device came apart, did any piece of the device fall into the patient? If yes, was it retrieved? You reported that they had to "pull on cystic duct hard to remove", can you confirm if the device jaws were in a closed position? If yes, were the device jaws eventually able to be opened? Do you have the device six digit/character batch and/or packaging lot number?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device, the tip of it came apart when clipping the cystic duct. If fanned out and we had to pull the whole trocar out just to get it out. Not for sure how case was completed. It was reported they had to pull on cystic duct hard to remove. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained? After talking to the surgeon she stated that the device was not locked on the cystic duct. What was provided to me by the nurse was incorrect. Where they had an issue was trying to remove the clip applier through the trocar. Since they were unable to get it through the trocar they had to take the trocar and clip applier out together. It was stated to me that after the first clip the second clip is when the malfunction took place. When the device handle was squeezed to deploy the second clip, the device completely locked and the ¿wings expanded¿. This is why it could not come out of the trocar. Once again no negative patient outcomes due to the complaint.